Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a transmitter that stopped working occurred for transmitter 8pm2y4. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed for transmitter 8sn5r2. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a transmitter that stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.